Manufacturer narrative:
It was reported that the ventilator failed internal leakage, pressure transducer and safety valve tests during pre-use check and generated an alarm "restart ventilator". The ventilator was investigated by our field service engineer on site and the dc/dc & standard connectors printed circuit board (pcb) was replaced which solved the problem with the alarm for "restart ventilator". However, the pre-use check did not pass so the expiratory channel pcb was also needed to be replaced which solved the issue and unit passing pre-use check. No log files have been provided and the replaced parts have not been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage, pressure transducer and safety valve tests during pre-use check and generated an alarm "restart ventilator". There was no patient harm. Manufacturer's ref. #: (B)(4).